Event description:
It was initially reported that the flow through a filter had become restricted, and had to be removed from the pt. Add'l info gathered during the investigation revealed that the pt may have developed a pneumothorax, requiring medical intervention, from a restriction of the flow through the filter. The filter has not been returned to hudson rci for eval. A preliminary eval was performed at the user facility, but no root cause could be determined. The filter has been requested and release of the product for return is expected. A full eval will be conducted on the filter when received. No mfg defects have been confirmed at this time.